Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of tcds0301-xtw (40723r1087) and tcds0301-xtw (40723r1083), the grippers did not lower symmetrically. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.